Manufacturer narrative:
Based on the claim against the product by the customer noting the system was experiencing a recoverable 607 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was unable to replicate the reported issue. However, the fse replaced the personality module surgeon console (pmsc) cfg to resolve the 607 error issue which was noted as intermittent. The system was tested and verified as ready for use. The pmsc was analyzed and found failure analysis investigations were unable to replicate or confirm the reported issue. However, the error/fault was confirmed via error logs/system logs. The pmsc was installed and tested on the pca test system. The system started up without any error, with good images and good audio. Power cycled the system with this module fifty times and all passed. The complaint was not confirmed based on failure analysis. The probable root cause of the reported errors cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the pmsc found no errors when installed on a test system. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. This complaint is being reported due to the following conclusion: the customer converted the da vinci-assisted surgical procedure to traditional laparoscopic surgery as a result of the system faulting although the issue was resolved during the case. Two additional laparoscopic ports were placed during the conversion to traditional laparoscopic surgery.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system was experiencing a recoverable 607 error. The customer attempted to recover the fault, but the system would immediately fault with error 607. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the system would need to be power cycled; however, the instruments were stuck holding unspecified tissue due to the fault. The tse advised the customer to remove the instruments under visualization with the instrument release kit (irk). The customer did not have the irk in the room. An irk was located but it was found to be unsterile. The isi tse advised to power cycle the system and informed the surgeon the instruments would not move during the power cycle. The customer performed a hard power cycle of the surgeon side console (ssc) and ensured the digital video interface (dvi) and external cables were connected while the power was off. The system was restarted and the "davinci is ready" message was heard. The surgeon was able to take control of the instruments and release the tissue. The surgeon was not comfortable moving forward robotically since a complex part of the procedure was about to start. Therefore, the surgeon elected to convert the case to traditional laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: two additional laparoscopic ports were added during the conversion to traditional laparoscopic surgery. The patient tolerated the traditional laparoscopic surgery which was completed with no injuries.